Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen had gone black, would not turn on, briefly flickered, and then turned black. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen went black and would not turn on. A field service engineer disconnected the pyxibus cables and identified that drawer 2 was the issue and the half height drawer had a shorted drawer board and replaced both drawer boards and the modular controller board then reseated all pyxibus connections, and the station powered up successfully and was fully recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.